Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a stage 1+of diffuse lamellar keratitis (dlk) with infection/inflammation symptoms on the both eyes (ou) at 3 day post-operative exam. Topical steroids increased were used to treat the patient. Bcva from (B)(6) 2017. Right eye pre-op 20/20 -5.75 x -.25 x 160. Left eye pre-op 20/20 -5.00 x -.75 x 17.